Event description:
It was reported by the rep that during a surgical procedure the instrument was fired once and the staples did not form properly. The gun was reloaded and staples did not form again. Another device was used and did not form staples properly. An additional 30 mins were needed to control bleeding.